Event description:
Unknown - "during use of the device the clips did not load correctly in the device. Clips were coming out on their side." Patient status - "fine."

Manufacturer narrative:
Full UDI# provided. Investigation summary: the incident product did not return to the manufacture for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. On march 18, 2016, applied medical issued a voluntary recall of the ca090 direct drive® clip applier due to increased customer feedback indicating inconsistent clip application. Although malformed clips are typically readily apparent to the user, this failure mode may lead to unoccluded vessels. We regret this disruption in supply, yet believe that this is in the best interest of our customers. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.